Event description:
It was reported that during npwt utilizing a renasys go and 300ml canister, the dressing did not compressed at all, so nothing reached to the canister. The treatment was continued with a back-up canister. There was no patient harm. There was no delay.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. The IFU offers further guidance. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.